Manufacturer narrative:
D4 unique identifier (UDI) #: corrected. With all the available information, boston scientific concludes that the reported clicking sound event was confirmed. During service of the console at the customer site, the top cover was replaced, however, the issue was not resolved. Then, the laser power supply (lps) and the master control board (mcb) were replaced, which resolved the issue. The console was calibrated and passed the full functional and electrical safety testing performed. Furthermore, the mcb was returned for analysis for visual inspection, and it passed the inspection. The lps was also returned for analysis for visual inspection and functional testing, and it passed both testing. Based on analysis results and information available, most likely an electrical issue related to the mcb caused the reported clicking sound.

Event description:
It was reported that, there was a clicking noise during treatment. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, there was a clicking noise during treatment. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.